Event description:
It was reported that the device was used during a laparoscopic low anterior resection. The device did not fire and was difficult to remove from the tissue. The surgeon reanastomosed with a new stapler. There was no consequence to the patient.